Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was cracked resulting in difficulties charging the pump. The customer would maneuver the usb cable to successfully charge the pump. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.